Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was exposed to water. The customer's mother stated that they were unable to clear the unexpected restart alarm. The insulin pump will be returned for analysis.